Event description:
The patient experienced a sudden return of symptoms and felt "awful". She did not yet have a patient programmer and was unable to verify if the device was on or off. The patient was referred to her hcp.